Manufacturer narrative:
Additional information received indicated that the cause of death was not reported, but it was reported that the devices did not cause or contribute to the patient's death. No autopsy was performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that on the day of implant of this mitral bioprosthetic valve, the patient died. The cause of death is unknown. No other adverse patient effects were reported.